Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
Ot was reported that ten (10) minutes after initiating support the oxygenator started to leak from the gas outlet. The device was not changed.

Manufacturer narrative:
A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The device has been returned to the factory and was evaluated. This complaint was investigated in the german non-conformance system. The investigation showed a fiber delamination. The failure mode is known and covered in (B)(4). Internal complaint number trackwise #(B)(4) autonumber (B)(4).